Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"During the procedure, dr. (B)(6) reported that the instrument jaws stopped working properly and a small piece of the instrument shaft insulation came off and was seen inside of the patient. The incident was reported to me by (B)(6), operating room supervisor, upon learning about it, I immediately went to the operating room suite where the procedure was still underway. Toward the end of the surgery, dr. (B)(6), the resident surgeon stepped out of die room to re-scrub and he told me that they saw the piece of insulation in the patient ant thought it might have come out with the specimen. But, it was not found with the specimen by the pathologist. He then said that it might have ended up in the suction and irrigation fluid, but he wasn't sure about it being there. When dr. (B)(6) , the attending surgeon left the room I asked her what had happened with the grasper, and she said that she didn't know. It was never determined, or reported to me, whether or not the piece of insulation was removed from the patient¿s abdomen. Per (B)(6)¿s policy, (B)(6) took possession of the grasper and told me that it would not be released to applied medical until it was determined that the patient was "okay."